Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring inpatient medical management. Review of available information identified that the user's dexcom g7 sensor session ended on 24-jun-2026 and a new sensor was not started. The user subsequently remained in bg run mode until the bg run mode period expired, after which insulin delivery ceased. Investigation determined that the user did not transition to alternative insulin therapy after insulin delivery stopped. Engineering review of the available device history identified no malfunction alerts, no motor errors indicating inaccurate insulin delivery relative to delivery requests, and confirmed the ilet behaved as intended. Based on available information, the event is attributed to failure to revert to alternative insulin therapy after bg run mode expired and insulin delivery ceased. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-jun-2026 it was reported that on 27-jun-2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 811 mg/dl resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital, treated with an insulin drip, exogenous insulin, and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.